Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's cgm mobile device showed egv 50-60 mg/dl 3 days after the sensor was put on the arm. The patient uses insulet omnipod5 in modified closed loop, was vomiting and lethargic, and the bg was not checked. The child was taken to the emergency department (ed) where the bg was 620 mg/dl and the egv was around 60 mg/dl. The patient was diagnosed with dka and given IV insulin and ondansetron in the ICU. After 24 hours, he was discharged with a bg reading of lower than 200 mg/dl. The patient reported feeling better after that. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.